Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m144104 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m144104, test base part number 190-430 / lot: m144104 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144104 showed that the complaint rate is 0.008%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the logfile was not provided. However, a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result on the ID now covid-19 assay performed on (B)(6) 2021 on a direct nasopharyngeal swab. Repeat testing was performed with the same sample and generated negative results. The customer confirmed there was no patient harm due to test results. Additionally, the customer confirmed there was no delay or impact of treatment due to test results.